Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing atrial activity resulting in inhibition of ventricular pacing.